Manufacturer narrative:
The review of post-market surveillance data and the investigation at the manufacturer site revealed that the main factor that could lead to the side rail damage might be an excessive force applied to the side rail. This is in line with the side rail condition; it was mechanically damaged (the screws holding the side rail panel were ripped off) and circumstances in which the event occurred (the side rail was loaded by the person who sat on it). The instructions for use for citadel plus bed frame (IFU document number: 831.374_en rev. G) state that "the caregiver should always aid the patient in exiting the bed." The bed has multiple functions to help optimal care and safety for both patient and caregiver. For example, it is possible to adjust the bed height. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was partially detached. The device was in use by the patient when the issue occurred. The complaint was decided to be reportable due to the side rail partial detachment. No injury was claimed.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that "a person of very high corpulence" sat on the side rail, causing damage. The arjo service technician inspected the bed and found the side rail partially detached, with 2 out of the 4 screws securing the panel to the metal plate ripped out. No injury was reported.